Manufacturer narrative:
During evaluation following the failed occlusion pressure test(s), the device also failed the ground resistance test, measuring 0.727 ohm, which is outside the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any prior similar complaints. The probable cause was determined to be component failure. The power filter was replaced, which resolved the issue. The ground resistance test subsequently passed at 0.074 ohm. No patient involvement was reported. Reference to complaint#: (B)(4).

Event description:
During evaluation following the failed occlusion pressure test(s), the device also failed the ground resistance test, measuring 0.727 ohm, which is outside the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any prior similar complaints. The probable cause was determined to be component failure. The power filter was replaced, which resolved the issue. The ground resistance test subsequently passed at 0.074 ohm. No patient involvement was reported.